Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. Analysis findings noted proximal conductor distorted and all insulators breached cut at generator end-proximal end at 12 centimeters. Damage at implant noted. Primary analysis finding indicated no anomalies, lead functionally normal.

Event description:
It was reported during implant attempt, there was high impedance, very high thresholds, and blood observed in the lead. Consequently, this device was not implanted. No patient complications have been reported as a result of this event.